Event description:
FDA medwatch / FDA user facility report # mw5111927 reported, the cortrak enteral access system was placed in left lung by accident. Complication caused pneumothorax of the left lung. Patient was hospitalized. It was additionally reported, the patient was released from the hospital. Additional information received on 26sep2022 reported, the patient felt unwell after the feeding tube was placed; a chest x-ray was used to confirm the pneumothorax, on (B)(6) 2022. The patient was not intubated at the time of the event; a chest drainage tube was placed on (B)(6) 2022. During the event, the patient was reportedly ¿competent and conscious¿. The chest tube was removed on (B)(6) 2022 and the patient was discharged home.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 05 oct 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 1811001 was reviewed and the product was produced according to product specifications. All information reasonably known as of 26 dec 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.